Event description:
Event description guidant received information that this pacemaker, which is part of an advisory regarding the crystal timing component, displayed noise on both atrial and ventricular channels leading to inhibition. The noise could not be reproduced with isometrics or pocket manipulation during a follow-up visit. The lead impedance measurements were noted as good. The patient has a strong underlying rhythm, and was asymptomatic.